Manufacturer narrative:
Multiple attempts for device serial number were made, no response was received. Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days (B)(6) 2021 - (B)(6) 2021 per the timestamp). Intermittent total loss of ac power events coincident with power cable disconnect, no external power and low power hazard alarms were active throughout the log file. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The no external power alarm activated despite both cables being connected to the mpu. The backup battery supported the system during these events. The alarms cleared once power was restored and pump operation was not affected. The alarm cleared shortly after activating. No other notable alarms were observed in the log file. Multiple good faith efforts were sent regarding if the mobile power unit (mpu) had a v-lock ac power cable, if there was a power outage or any storms in the area on the reported date, and if the serial number of the mpu could be provided. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit (mpu). Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage hazard alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review. The customer reported finding ten no external power alarms in the patient's log files. The patient denied any alarms. The log file analysis revealed several low voltage hazard / no external power events on (B)(6) 2021 between 1805 and 1843. One of these alarms was caused by both power leads being disconnected at the same time. All the other events appear to be due to a total loss of power to the mobile power unit (mpu) enabling the backup battery in the controller until power was restored to the mpu. There were no events after (B)(6) 2021.